Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 21:12 an xhibit telemetry central monitor failed to generate an alarm for all leads off. No one was injured as a result of this event.

Manufacturer narrative:
Audible and visual alarm data was collected from the central station and analyzed for evidence of alarm indicators during episodes of all leads off. Findings from this data indicate that an audible alarm tone was initiated (as an alarm tone of higher or equal priority was not active) and that the waveform zone flashed for episodes of all leads off. Thus, per episodes collected during investigation, appropriate audible and visual alarm notifications were provided and the device performed to specifications. This investigation is considered complete and the issue closed.